Event description:
It has been reported to co that during the procedure, the manometer of this device was defective. Reportedly, the device "failed to go to zero when deflated". The device was removed and replaced. There is no report of patient injury. The device is being returned for co's analysis.